Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation on 26-aug-2021. The device evaluation was completed on (B)(6) 2021. Bwi conducted a visual inspection and spi screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax of the stsf catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to the carto 3 system and the force values were observed within specifications. The evaluation determined that the cause of the pebax damage failure cannot be established. The event described force issue was unable to be duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed for the finished device 30579615l number, and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. To minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab found reddish material and a hole on pebax. Initially, it was reported that the force reading on the carto 3 system from the stsf catheter was inaccurate and the force vector was static. The catheter cable was replaced, and the issue was not resolved. When the catheter was replaced, the issue was resolved. The procedure was completed without patient consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found reddish material inside and a hole on the pebax of the stsf catheter. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.